Manufacturer narrative:
D10: 300-01-11 - eq, humeral stem primary, press fit 11mm. 322-38-00 - 145-deg pe 38mm hum liner +0: b699171. 322-10-00 - humeral adapter tray, +0: b673529. 320-06-38 - glenosphere 38mm: b584046. 320-15-05 - eq rev locking screw: b795204. 320-15-06 - rs glen pl ext cag +10mm cag peg: b444774. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that during surgery this patient experienced a humeral fracture while the surgeon was manipulating their arm. An open reduction and internal fixation (orif) was performed. The device remains implanted and the outcome is considered resolved.